Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching and was stuck on blue screen. A field service engineer found that the device was stuck on the windows boot up screen and would not progress further, even after multiple restarts. It was determined that the files on the hard drive had become corrupted. The hard drive was replaced, and the system was reimaged. After this, the device booted successfully every time and functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pases application did not launch and remained stuck on the blue screen displaying the station details. The customer rebooted the unit multiple times; however, the station continued to remain stuck on the blue screen. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.